Event description:
It was reported to philips that system was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer contacted the customer and debriefing with the customer it is confirmed that a power outage damaged the ippc power supply, preventing the system from booting. After reviewing the log, rse found that there is a malfunctioning frontal ip-pc. Rse reviewed drawings and identified connection locations. To resolve the problem, pc and hard disk spare part replaced by customer. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.